Event description:
On (B)(6) 2011 ,customer reported that the lx20 pro instrument generated erratic carbon dioxide (co2) results for (B)(4) survey samples. These are spiked serum-based samples; not patient samples. Customer stated they ran co2 survey samples from (B)(4) result of 10. Customer repeated and had a result of 21 and then reran for the third time and had a result of 10. Customer stated that the quality control (qc) run in the morning was within specification. Customer recalibrated and ran qc and it was within specification. Customer also reran the survey sample 5 times with results of 15.7, 16.2, 17.0, 16.5 and 15.7 with about +/- 4% variance. Field service engineer (fse) examined the instrument and replaced the co2 electrode. This resolved the problem.

Manufacturer narrative:
(B)(4).